Event description:
Event description guidant received information that one day post implant, this implantable cardioverter defibrillator's (ICD) gas gauge was at 3/4. The monitoring voltage is 3.12 v.